Event description:
It was reported a patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to wear of the polyethylene liner. The liner was removed and replaced. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).